Event description:
A review of service data detected a reportable event. Upon servicing, monitor sn (B)(4), the monitor would not boot up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of the monitor sn (B)(4) has been completed. Upon investigation, the monitor would not boot up properly. The cause was isolated to the dsp, u500. The cause was likely an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is currently underway. No adverse event resulted from the defective u500 component. The last pt to use this monitor did not report any deficiencies.